Manufacturer narrative:
Concomitant medical product: needleless connector, therapy date: (B)(6) 2016. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the user noted the tubing containing tacrolimus was found on the floor and bleeding noted at the patient IV site. The user noticed the tubing was split near the clave. The tubing was removed and the line was flushed. A new tacrolimus drip and tubing was ordered. The user is not certain how long the tubing has been in use. There was no report of patient harm.